Event description:
It was reported that the customer had consistent calibration errors and change sensor alerts. Customer stated that his sensor reading was above 500 mg/dl and customer calibrated, but received a calibration error. Customer turned it off for awhile and when he turned it back on, his blood glucose level was above 500 mg/dl. Customer refused to troubleshoot the issue. Customer wants a replacement for the 2 sensors. No further assistance needed.

Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and performed bicarbonate buffer test per dop114-830. Sensor failed per spec due to low readings.